Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of flow diversion of an ica aneurysm, the subject flow diverter was used as a second device. Following the deployment of the 2nd device, thrombus formation occurred and integrilin was injected arterially. The procedure was completed successfully. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject stent was pushed into the neurovasculature through an xt-27. Upon initial deployment of the device, it was observed that the stent had fallen off the re-sheath pad prematurely. The physician recaptured the entire stent with the xt-27 and removed it from the patient's body. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the dfu, continuous flush was maintained for the duration of the procedure, the device was used for flow diversion of an ica aneurysm, the anatomy was not tortuous, the size of the stent was appropriate for the treatment site, the introducer sheath was properly inserted all the way into the microcatheter prior to transfer, the rhv was opened enough to allow passage of the device through without damage when advancing the stent within the microcatheter, no excessive force was applied at any point while advancing the stent within the microcatheter, no difficulties were noted during transfer/ advancement / deployment of the subject stent, the stent was recaptured/re-sheathed once during the procedure and the procedure was completed with a new surpass evolve device of the same size. There appeared to be thrombus formation following the deployment of the second device. Integrilin was injected arterially. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of patient vessel thrombosis.

Event description:
It was reported that during the procedure of flow diversion of an ica aneurysm, the subject flow diverter was used as a second device. Following the deployment of the 2nd device, thrombus formation occurred and integrilin was injected arterially. The procedure was completed successfully. No further information is available.